Event description:
It was reported that the device provided inaccurate sphb readings on different occasions. Customer reported "I just used the meter at ppk right now to see what it was and it read 71 [inaccurate] and I have been taking iron supplements twice a day since having blood work done and again there was no low signal with this reading". There were no consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for product returned and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.